Event description:
The consumer reported that the patient could feel the current from their neurostimulator increase suddenly when they had their camera in their pocket and when they were using their laptop on their lap. This was normal and didn't cause discomfort or pain, but that's how powerful the device was as it let the patient know if they had something electronic close to them right away. The patient did not appear to be concerned about this. The patient was currently on program 2 at 0.05v. The stimulation issue was not related to positional movement. The patient had back surgery in the center and left and right si joints and on the right side had a titanium cage implanted near where the stimulator was at and wondered if this would interfere with their implant. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.